Event description:
It was reported that during the placement of the laparoscopic adjustable band, as the band was being placed through the 15mm trocar, the tip of the band tore where it ties to the silicone band at the end of the buckle. The band was removed and a new one was placed without incident. There was no pt impact.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.